Event description:
Additional information: it was reported that the patient failed to thrive and went into right ventricular failure (rvf) despite increased medical management. The patient was sent home with a hospice consult and expired at home. An autopsy was reportedly not performed and the pump was not returning.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the pump was not available to be returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available and due to the device not being available for analysis, no conclusion can be drawn as to the cause of the reported event. Heart failure is however listed in the device's approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found home alone and deceased. According to the police officer, he may have been deceased a few days. The pt and all his belongings were sent to the medical examiner's office. As of now, there is no exact cause of death or details a to why the pt expired. Pt was lost to follow up and would not return calls, check international normalized ration (inr), get meds filled or come to clinic since (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.